Event description:
Patient undergoing cardiovascular procedure including CABG, incorrect at sponge count, sponge not found on recount, imaging and further exploration. Serial imaging chest x-rays; ultimately confirmed on chest x-ray and CT (B)(6) 2017; removed (B)(6) 2017.